Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, about 2 days after the surgery the patient experienced with endophthalmitis. An inflammation went down with steroid and antibacterial eye drops, after that progress was good. There are two medical device reports associated with this report. This is 1 of 2.